Event description:
The customer called to request assistance with setting a basal rate. A nurse who reported that the customer was hospitalized for high bgs interrupted the call not allowing the basal rate to be set as requested. The customer was feeling lethargic and did not know why the bgs were high. Troubleshooting was not performed at the time of the call. The customer indicated meeting with the diabetes educator and would prefer to troubleshoot the pump with them later.